Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message was confirmed during initial functional testing and archive data review. The root cause for the reported user advisory (ua) 12 error was due to the switch lever being non-parallel to the switch. The belt clip switch assembly was adjusted to a parallel position to remedy the error. The customer's reported complaint of the autopulse platform displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) error message was confirmed during archive data review but not during functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported user advisory (ua) 17 error. During the visual inspection of the returned autopulse platform, no physical damage was observed. The autopulse platform failed initial functional testing due to user advisory (ua) 12 error message displayed upon powering on, thus confirming the customer reported complaint. The reported user advisory (ua) 17 error could not be replicated during the functional testing. The archive data was reviewed and contained multiple user advisory (ua) 12 error messages on the reported event date, thus confirming the reported complaint. The readjustment of the switch lever and verification using a standard belt test clip aid was performed to address the user advisory (ua) 12 error. Also, a review of the archive data indicated a single occurrence of user advisory (ua) 17 error on the reported event date, thus confirming the customer complaint. The user pressed restart to clear the error. The user advisory (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification when used on a medium/large size stiff patient. The reason the autopulse platform stops after a few compressions, it is trying to build up to the 20% compression depth and cannot do it in the specific time frame but did not have enough power to achieve this compression rate within 0.38 seconds. As a precautionary measure, the brake gap was adjusted to address the customer reported (ua) 17 error. The platform was further tested with a large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During the patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) and user advisory (ua) 17 (max motor on time exceeded during active operation) error messages. The crew changed the lifeband and the battery, however, they were unable to clear the errors. No consequences or impact to patient.